Manufacturer narrative:
The event dates were not provided in the published literature.

Event description:
Ben-haim, s., flatow, v., cheung, t., cho, c., tagliati, m., alterman, r.l. Deep brain stimulation for status dystonicus: a case series and review of the literature. Stereotactic and functional neurosurgery. 2016. 94(4):207-215. Doi: 10.1159/000446191 summary: we present our experience with pallidal deep brain stimulation (dbs) in 5 dyt1-positive patients with status dystonicus (sd) and provide a review of the literature to examine optimal management. Reported events: one (B)(6) male patient underwent bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) implant for treatment of dystonia. Several months postoperatively, he developed staged bilateral device infections, leading to their subsequent removal. His dystonic symptoms initially regressed; however, two months after the removal of his second device, he fell and suffered a leg fracture and was in dystonic storm over the ensuing hours. He was emergently admitted and on hospital day 2 underwent replacement of bilateral dbs leads and pulse generators. The device was activated on postoperative day 2 and attempts were made to wean him off sedation, which succeeded by postoperative day 7. The patient was discharged home on postoperative day 20 on his preoperative medication regimen and was noted to be improved from his pre-crisis baseline. The patient continued to improve over the ensuing year, and at the 24-month follow-up his burke-fahn-marsden rating scale (bfmrs) motor and disability scores were 2, representing an 88 and 81% improvement from baseline, respectively. The authors reported that the patients were implanted with either a 7426 soletra, 37602/37603 activa sc, or 37612 activa rc neurostimulators, and model 3387 leads. It was not possible to ascertain any additional specific device information (such as serial numbers) from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.